Manufacturer narrative:
Patient age: this value is the average age of the patients reported in the article as specific patients could not be identified. Patient sex: this value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Date of event: please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Matsuura k, maeda m, satoh m, tabei k, araki t, umino m, kajikawa h, nakamura n and tomimoto h (2019) low pulvinar intensity in susceptibility-weighted imaging may suggest cognitive worsening after deep brain stimulation therapy in patients with parkinson¿s disease. Front. Neurol. 10:1158. Doi: 10.3389/fneur.2019.01158. This study was undertaken to assess whether pulvinar findings in susceptibility-weighted imaging (swi) can suggest cognitive worsening. The researchers examined 21 patients with pd who underwent dbs along with swi and neuromelanin-sensitive mr imaging (nmi). Pulvinar hypointensity based on the swi findings and also the area of the substantia nigra (sn) pars compactin nmi was further assessed . We then examined associations among cognitive changes, pulvinar hypointensity, and sn area. The cognitive function of the patient immediately before surgery was compared with function at 1 year postoperatively. Reported events: 6 patients reported transient and permanent hallucinations. Of the hallucinations both visual and auditory in three of the cases, and only visual in three of the cases.